Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed an e6 mechanical error during basal delivery. She removed the cartridge to return the piston rod, but the buttons would not function correctly and the display went blank. The key-lock feature was not activated. She inserted a new battery, but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint can be verified. The menu and check buttons do not respond. There are particles inside the housing of the buttons, and the particles isolate the area of contact inside the button housing. Due to this problem, the menu and check button do not respond and are without function. According to the mentioned e6 issue, the drive gear and piston rod were manually tested and nothing unusual was observed or gave evidence of a deviation to the product specification.